Event description:
It was reported that during an unknown procedure, the clips would not hold after placing. The clips fell into the pt and were removed. They used another like device to complete the case. There were no adverse consequences to the pt.